Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to exhibiting noise, oversensing with pacing inhibition, no asystole noted. Furthermore a connection issue was observed due to setscrew issue. Another device was implanted instead. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.